Event description:
Unomedical reference number (B)(4). Event occurred in poland. On (B)(6) 2023, it was reported the patient's infusion set's tubing got detached close to the site location. The site location was patient's leg. Moreover, the infusion set had been used for less than a day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.